Event description:
It was reported the programmer head is stuck; could not remove the programmer head as it was jammed. It is noted that red alignment dots were not lined up. It was also reported the programmer will not boot up; stays stuck on please wait screen. Cycling power was tried with programmer head still connected and programmer booted to only gray screen. It is noted the device clinic stated programmer "moaning". The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported programmer boot up issue; programmer took a long time to boot up to a system error. Analysis found the rf (radio frequency) head connector is sticky, difficult to plug/unplug.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.